Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Date 3/2/2017: medical records received. After review of the medical records for MDR reportability, the primary operative note indicated "the tip of the impactor had lodged very tightly down into the impactor hole on the femoral stem. We attempted to remove this with multiple way; however, it would not move. Because it was part of the stem and very stable and secure, we placed a bone wax over the hole and obtained intraoperative fluoroscopy, and it was _____ to be found except for within the stem as part of the stem". There is no new information that would change the existing MDR decision.

Manufacturer narrative:
The device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tip of the corail/trilock anterior stem insertion shaft broke inside the implant insertion point.